Event description:
The customer reported to philips healthcare that the heartstart xl would not power up or there was a delay in powering up. There was no negative patient impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.